Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a sore from the front therapy electrode. The staff at the hospital where the patient had been staying applied diaper cream. Follow up indicated that the sore healed.